Event description:
The customer reported a loss of the live image. Investigation determined that no x-ray was being produced. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, high voltage cable, snubber board, filament driver and generator driver were replaced. The system was then found to be operating as intended.